Manufacturer narrative:
An infection at the ipg site was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. Later on, it was reported that the infection had migrated to the lead site. The patient was given antibiotics to address the infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicates that the infection had resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported a patient was diagnosed with an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue [related manufacturer report number: 3006705815-2022-17601]. Later on, it was reported that the infection had migrated to the lead site. The patient was given antibiotics to address the infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was explanted to address the issue.